Event description:
Intermittently, the vertical bed height displayed in the pet sinogram headers is incorrect. As a result of this, pet images are not properly attenuation corrected. This is the result of the pet data being attenuation corrected with a CT data set that has a different vertical bed height than the pet data. Additionally, because of pet and CT data sets have different vertical bed heights, the data will not register properly in the display software. This problem could potentially cause the end user to misread the image. No injuries have been reported to cps.